Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via a phone call, the insulin pump had alarmed several pump error the night prior. Customer's blood glucose was 33.3 mmol/l, doctor recommended the customer to treat with manual injections. The device alarmed trace pointers are invalid, history points failed, and post-reset ram crc alarms. Troubleshooting was performed on the insulin pump and customer sated the alarm did not occur immediately after a battery charge. Customer was advised the device needed to be replaced and agreed to return it for analysis.